Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the device ¿cracked near the top when putting the trial cup in¿ and a s+n backup device was required to complete the procedure without delay and no patient injury or other complications were reported. Responses to the requested clinical documentation/information were not provided. Based on the information provided, the ¿patient was not harmed¿. Since no patient injury/impact or surgical delay was alleged, no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, while the reflection cup positioner/ impactor was inside the patient, it cracked near the top when putting the trial cup in. A backup device from smith and nephew was used to complete the procedure and no delay occurred due to this event. Patient was not harmed beyond the described event.